Event description:
It was reported that the customer was receiving low sensor readings and had co-workers give him candy, when his blood glucose was actually over 400 mg/dl. Customer believed that the cause of the low reading was that he hit the sensor on his desk. He further stated the sensor was hard to attach and he stopped using it. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.